Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert (voltage was too low for projected remaining capacity). The hcp was informed that the battery was depleting more rapidly than expected and the remaining voltage was not matching expected remaining longevity. Ts recommended that this device should be explanted and replaced. The local representative notified ts that the device was generating being tones and the patient was scheduled for an in-clinic device check. Subsequently, boston scientific received information that this patient's revision procedure was cancelled.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded and therapy delivery was available. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Subsequently, boston scientific received information that this device was explanted without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
The available information suggests that this device remains inservice. The event will be reopened following receipt of additional information and/or the device is returned to boston scientific for laboratory testing.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.